Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the lp dislodged and travelled to the pulmonary artery right lower lobe. The lp was removed. There were no patient consequences.